Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium secondary set was leaking the following information was received by the initial reporter with the following. It was reported by customer that texium tubing (10013364t) leaked doxorubicin when connected to the smartsite port on their primary tubing. It did not leak when first hooked up, but the nurse noticed the red drug leaking at the port and onto the floor when she returned to take the medication down after infusion.

Manufacturer narrative:
It was reported that the texium was leaking at the connection to another set. Two samples model 10013364t were returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water, attached to a bd smartsite and pressurized at 30 psi for 10 minutes. No leak was observed. The customer complaint was unable to be replicated. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional information.